Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to fracture of the c7 lead, confirmed by imaging. Surgical intervention was undertaken wherein the t1 lead was accidentally pulled out by the physician. As a result, both leads were explanted and replaced.